Event description:
It was reported that during a routine follow-up, interrogation revealed a rise in ventricular thresholds and lead impedances. Output was set to 2.5 v with autocapture on at the time of implant, and had risen to3.5 v. Lead impedance was 746 ohms at time of implant, and had risen to 1050 ohms. The patient will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.